Event description:
It was reported that the patient received inappropriate therapy, and lead impedance had increased. It was further reported that there was oversensing and an apparent lead fracture. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed.